Event description:
Information received indicates the head hi/low function is drifting into the trendelenburg position.

Manufacturer narrative:
The hill-rom technician found the head hi/low cylinder was drifting. The technician replaced the head hi/low cylinder to repair the bed.